Event description:
It was reported that a skin irritation causing redness and pain had occurred while wearing the pod for more than 48 hours on the arm. Symptoms began 1 day into usage. Patient visited physician and was prescribed an antibiotic. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.